Manufacturer narrative:
(B)(4). It was reported that the patient began suffering immediately after the mesh implantation surgery on (B)(6) 2008 and these include recurrent uti, pelvic pain, leg pain and spasms, back pain, pain during sexual intercourse, increased urinary frequency and urinary incontinence. She has also lost bladder sensation and cannot tell when her bladder is empty.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.